Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A device history record review is in progress. Once completed, a supplemental report will be submitted. Concomitant products: left mentor memory gel, 425 cc gel breast implant, catalog number 3544425, lot number 5586305, and serial number (B)(4).(B)(4).

Event description:
It was reported that a (B)(6) year old female patient who underwent primary breast augmentation with mentor memorygel, 425 cc gel breast implant, experience left breast tenderness and burning sensation. The patient saw her surgeon and per md's observation, the patient's left device is ruptured. On 5/14/2018 additional information indicated that the patient had bilateral ruptures. The patient's underwent bilateral removal and replacement with following devices: left mentor memory gel 500 cc, serial number (B)(4), catalog number 3505004bc, right mentor memory gel 500 cc, serial number (B)(4), catalog number 3505004bc on (B)(6) 2018. This report is for the right implant.

Manufacturer narrative:
On 6/27/2018, the device history record (DHR) was reviewed, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Device evaluation summary: upon receipt by mentor, the gel contained in the device appears clear. No foreign material was observed within the device or on the shell surface. Product evaluation team discovered a rent at the junction of the patch. Microscopic examination of the edges of the rent gave no indications as to cause. No other anomalies were discovered. The complaint was confirmed since a rupture was found on the device. Nonetheless, a microscopic examination of the edges of the rent was performed and it did not provide conclusive evidence of what could be the root cause. The DHR was reviewed and no anomalies were found related to this complaint. All the implants are 100% inspected before leaving the facility. There is no evidence that the issue is related with manufacturing breast implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet. Manufacturer¿s reference number: (B)(4).